Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an alterra transfemoral tmvr procedure with a 29 mm sapien 3 valve, a vascular complication occurred upon removal of the pulmonic delivery system (pds). The pds was removed from the pa and into the ivc; however, the system was pulled so quickly that the team was not able to catch the fluro imaging to 'marry' the capsule to the tapered tip prior to device removal. This led to the tapered tip getting "caught" in the vessel and was unable to be removed. The capsule and part of the balloon was out of the patient's body, but the tapered tip remained stuck in the vasculature. The implanting physician enlarged the venotomy however the device still could not be removed. Vascular surgery was called to performed a cutdown for device removal from the femoral vein. The tapered tip and balloon were intact, and the patient remained hemodynamically stable throughout procedure.

Manufacturer narrative:
Correction to h6 based on additional information. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(6). The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for withdrawal difficulty from vasculature was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. As reported, 'the pds was removed from the pa and into the ivc; however, the system was pulled so quickly that the team was not able to catch the fluro imaging to 'marry' the capsule to the tapered tip prior to device removal. Therefore, the capsule and part of balloon was out of patient body, but the tapered tip got 'caught' and remained stuck in vasculature.' As such, it possible the hasty withdrawal of the delivery system without the retraction of the capsule led to the difficulties with withdrawal. Due to limited information, a definitive root cause was unable to be determined. However, available information suggests that procedural factors (improper withdrawal technique) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.